Event description:
Procedure type: debulking surgery. According to the reporter: insufflation of the cavity was not possible, and the surgeon repeatedly tried inserting the trocar without insufflation while changing the angle of device, and the inferior vena cava was then damaged. The bleeding was over 500cc and the procedure was converted to open, however, the patient expired on the table. Additional information received on (B)(4) 2012: the visiport was inserted under the xiphoid process, and then re-inserted from light hypochondrium. After that, re-insertion from light hypochondrium. After that, re-insertion was repeated while changing the angle of device. The thickness of the abdominal wall was 6cm.

Manufacturer narrative:
(B)(4).